Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705001-shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners-63902206 00875100932-liner .neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell-63713720. 00771100920-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset-63433744. 00625006530-bone scr 6.5x30 self-tap-63745006. 00625006520-bone scr 6.5x20 self-tap-63919174. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03038, 0001822565 - 2021 - 03039, 0001822565 - 2021 - 03042, 0001822565 - 2021 - 03043, and 0001822565 - 2021 - 03044. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported was reported patient returned to hospital 3 years post implantation due to right thigh pain that radiates to hip. The surgeon is uncertain if the event is related to the device. Treated initially with conservative monitoring, but since pain is persistent, imaging and bone scan taken with results pending at time of reporting. Patient reports continued severe pain. All workup for infection have been negative and reasons for the pain thus far inconclusive. Attempts have been made and additional information on the reported event is unavailable at this time.